Event description:
Provider states he is with (B)(4) did not have the account number but gave purchase order (B)(4), stated the unit has no airflow. Provider was advised to go thru his purchasing to verify account and get a new purchase order.